Event description:
It was reported that after a procedure, there was air leakage around the stoma and mouth. The frothy secretions from the mouth were increased. This situation was reported to the surgeon, but he stated that the device was well placed. A drop in lung volume was noticed and the cuff pressure was then increased. There was no patient harm but there was a drop of lung volumes. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The device is not available as it is currently in use in the patient. (B)(4).